Manufacturer narrative:
(B)(4). Approximate age of device ¿ 84 days. A correlation between the device and the reported event could not be determined. The pump was not explanted, thus was not available for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient passed away on an unspecified date in (B)(6). It was reported that the cause of death was unknown. The vad coordinator indicated that no other information regarding the patient's expiration would be available. The patient's family declined an autopsy and did not return any of the patient's equipment to the hospital.